Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 374 (mg/dl) and large ketones. Customer changed their infusion site and administered an injection to treat the bg level. System check with tandem technical support indicated pump was performing as intended. Contact reported that the customer's bg levels were decreasing and indicated that they will call back if any further assistance is needed.